Event description:
Event description boston scientific received information from the caller that this chronic ventricular lead was unable to capture the myocardium, no rwaves were observed, and threshold measuremensts were high. The caller also reported a lower rate limit (lrl) of 60ppm and normal daily measurements. No medical interventions were performed, but they would do an electrolyte draw and admit the patient to the hospital for observation. No chest x-rays have been done and there are no associated patient symptoms reported at this time.